Manufacturer narrative:
(B)(4). It is unclear if the device is available for investigation. Teleflex has requested additional information in regards to this complaint. No response received to date. The investigation into this complaint is still on going at the time of this report.

Event description:
Customer complaint alleges the device "cuff burst." There was no report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore , one representative sample was retrieved from current production at the manufacturing facility for simulation purposes. The cuff of the device was inflated from 25mbar to maximum pressure. The cuff did not burst even when inflated to 120mbar. The IFU for this product warns the user not to overinflate the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There is no physical evidence of failure as no sample was returned for evaluation.

Event description:
Customer complaint alleges the device "cuff burst." There was no report of patient involvement.